Manufacturer narrative:
Submit date: 3/7/2018. The incident sample has been requested but to date has not been received at the manufacturing plant for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports damaged luer tip and cracked parts.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports damaged luer tip and cracked parts.¿ a review of the device history records (DHR) for reported lot number 1727780264 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample with unknown lot number was received for evaluation. Visual inspection observed the syringe was broken. Investigation included the analysis of the manufacturing mold, machine and process performance. The reported condition could not be reproduced. A production notification was provided to personnel to heighten awareness of the reported issue. As a preventive measure, a quality alert has been initiated and the inspection procedure for broken syringes updated. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.